Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous, moderately calcified and 80% stenosed lesion resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending artery (lad) with moderate calcification and tortuosity and 80% stenosis. After a 3.0mm xience stent was deployed, the 3.0x15 mm nc trek neo balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted with the anatomy. The balloon was used for post-dilatation, but the balloon ruptured during the first inflation to 12 atmospheres. A non-abbott balloon was inflated at 14 atm to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.